Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that patient is experiencing occasional pain on left side - like a needle sticking in him. Mostly occurs when he bends.